Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed; however, the reported difficulty removing the mandrel/stylet could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when removing the protective sheath from the nc trek balloon dilatation catheter (bdc) during preparation, there was resistance. Additionally, the support shaft [stylet/mandrel] was stuck inside the balloon so the device was not used and there was no patient involvement. A new, same size nc trek bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.